Event description:
A customer reported that during a procedure, a particle was observed inside a pts' eye during I/a (irrigation/aspiration). There was no pt harm reported. The customer is unwilling to provide further info.

Manufacturer narrative:
The tip was not returned for evaluation. No lot number was identified with this complaint; therefore, the device history record could not be reviewed. The root cause could not be determined. All tips go through a wash/dry process and are 100% inspected by trained operators using 15x magnification during mfg. Any fm/particles would have been detected and the product mitigated. (B)(4).